Manufacturer narrative:
Attempts were made to the physician for additional information; however, no further information was able to be obtained.

Event description:
Pediatric case, patient's (B)(6). Carbomedics mechanical valve sz 16 was explanted after 1.1 years on (B)(6) 2017 for an unknown reason. It was replaced by carbomedics mechanical valve sz 21 on the same day.